Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results found that the device was returned with the handle separated. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed and formed the remaining clips as intended. Difficulties to move the knob were noted due to the condition of handle. In addition the device locked out as intended but the orange indicator was under traveled. The orange visual indicator is a mechanism in the handle of the device that shows "orange" when the device has exhausted its clips. Potential causes of an under traveled orange visual indicator may be: a) the indicator wheel in the handle of the device may become temporarily disengaged due to a dimensional shift of multiple components involved allowing two components to slip past one another; b) higher than normal friction of the mechanism may cause one or more parts to temporarily stick. Please note that this condition is unrelated with the report incident. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, no anomalies were noted in the internal components. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the rotate knob was too hard to rotate with usual force. Clips were fired properly. Another device was used to complete the case. There were no adverse consequences to the patient. After the operation, a nurse found that there was an interspace in the device and held the space tightly. And then, the rotate knob became easy to be rotated.